Manufacturer narrative:
H3: the actual sample was not available however, video and photo were provided for investigation. The visual inspection observed a leak inside the header area. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Address: (B)(6). Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming, one unit of polyflux 140h had an external fluid leak. There was no patient injury or medical intervention associated with this event. No additional information is available. No additional information is available.